Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) condenser unit defective.

Manufacturer narrative:
The getinge field service engineer (fse) stated that after a previous telephone call, the customer was sent the "out of service" information by email. The last status was that the customer no longer wanted to have the device repaired. Also, the fse stated that since no further information or inquiries have been received to date, the order will be closed. H3 other text : not returned to manufacturer.

Event description:
N/a.